Manufacturer narrative:
(B)(6). Investigation: five photos were returned for investigation. No abnormalities were observed in the returned photos. One actual sample without packaging was returned for investigation. The actual sample was subjected to visual inspection. Clear fm was observed on the catheter of the returned sample. The clear fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of clear fm matched the spectrum of silopren, and the catheter lubricant used in the catheter lubrication process in the manufacturing facility. The probable root cause of the uneven surface on the catheter could be due to the catheter surface contact with the lubricated dropped parts on the meshing tray at the lubrication station. The meshing tray has been modified to remove the possibility of catheter surface contact with the lubricated dropped parts. A review of the device history and manufacturing records revealed no irregularities during the manufacture of the reported lot # 7049181. A communication will be conducted to all manufacturing personnel to raise awareness on the nonconformance. CAPA is not necessary.

Event description:
It was reported before use of the bd insyte ¿ IV catheter, the catheter tip was uneven. During the bd device investigation foreign matter was confirmed on the IV catheter. There was no report of injury or medical intervention.